Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of insulin flow blocked alarm. The customer's blood glucose reading was 154 mg/dl. The customer reported alarm did not occur during fill tubing. The customer stated that the issue was resolved by taking the reservoir out. Customer declined to troubleshoot for hospitalization. The reservoir was not returned for analysis.